Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was activating the disposable intermittently, with the lights flashing on the screen. Another like device using the same disposable was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The motor drive unit was stalling during the evaluation which was found to be the built in stall feature. Also, a cracked case was found.

Manufacturer narrative:
(B)(4): the problem with the device began when it was first used.